Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose (bg) after changing their insulin pump cartridge without disconnecting from their body. The user forced a newly filled insulin cartridge into the ilet without first rewinding the piston, inadvertently injecting the entire cartridge of insulin into the user. The user's son called an ambulance, and the user was admitted to the hospital. On (B)(6) -2025, the user was called to follow up, but the user, still hospitalized, did not wish to speak and requested a callback at a later date. Further follow-up attempts on 21-feb-2025, 25-feb-2025, and 26-feb-2025 were unsuccessful, and no further information regarding the event is available.